Manufacturer narrative:
Product investigation completed. Product analysis was unable to confirm the reported allegation related to scrotal infection. The pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. Product analysis was unable to confirm the reported events. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced scrotal infection with an inflatable penile prosthesis (ipp).